Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box was not available for the date of the event. The available black box showed partially discharged batteries being installed resulting in a replace battery alarm. The pump was returned with corrosion in the battery compartment. The battery compartment was found to be cracked. The battery cap was not returned. A test battery cap was able to attach to the pump and it powered on. The current draws were tested and were found to be within specification. A "battery life" issue was not duplicated during testing. A leak test failed due to a battery compartment leak. The pump cover was removed and there was moisture ingress found on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.